Event description:
(B)(4). I have developed a burning, itching red skin rash on my neck and arms. I have gained 50 lbs. I have been so bloated that I look 8 months pregnant. I have constant headaches, nausea and can not lose weight. My hair is falling out and will not grow. I have pain in my pelvic area. I am getting my period every 3 weeks and have heavy bleeding and heavy clotting. I stay tired and sore.